Event description:
It was reported to nova biomedical that a consumer's blood glucose meter reading was 170 mg/dl when immediately compared to a reading of 211 mg/dl on her physician's meter. The difference in readings are considered to be clinically significant being a greater than a 20% difference of range. No information was given on the physician's meter. The consumer refused the offer of a replacement meter stating she was comfortable using that meter. A new battery for her meter and test strips were sent to the consumer.

Manufacturer narrative:
Nova biomedical is not expecting a return of the device for testing.